Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/12/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed call service 054 alarms after a replace battery alarm; no power on resets were observed after the alarm. The pump powered up normally and a rewind, load and prime sequence was performed successfully with no alarms. The pump was exercised for 24 hours and no alarms occurred during testing. The pump cover was removed and no internal moisture was found. The idle, sleep, rewind and load currents were found to be within specifications. The reported complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on. The patient noted no damage to the pump or battery cap. The patient replaced the battery to no avail. The battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue. There was no indication that the product caused or contributed to an adverse event.